Event description:
On (B)(6) 2009, the patient reported that the beep on his insulin infusion device is now making a "strange rattle" noise when it sounds. He stated that he shook his device and it rattled. During the report, the patient shook his device close to the phone and there was a sound of a small metal ball rattling inside the device. He said his device has not been dropped and it is not cracked or damaged. No blood glucose concerns related to this issue were reported. The patient did not required medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.